Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the smi-02ap, spectrum autopass suture passer was being used during a shoulder video arthroscopy on (B)(6) 2022, ¿it was reported by the product specialist that during surgery, the forceps spectrum autopass broke when used by the surgeon.¿ the procedure was completed using a grasper with report of no delay to the surgery. Further assessment questioning found doctor (B)(6) performed the surgery. The device cracked and without fragmentation while in the surgical field. The patient was not injured, required no medical/surgical intervention, and required no extended hospitalization. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the smi-02ap, spectrum autopass suture passer was being used during a shoulder video arthroscopy on 14feb22, ¿it was reported by the product specialist that during surgery, the forceps spectrum autopass broke when used by the surgeon.¿ the procedure was completed using a grasper with report of no delay to the surgery. Further assessment questioning found doctor ricardo palombini performed the surgery. The device cracked and without fragmentation while in the surgical field. The patient was not injured, required no medical/surgical intervention, and required no extended hospitalization. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported event of ¿device broke during use¿ is confirmed. The returned used device was evaluated and confirmed the reported problem and found the upper jaw broken and failed functional testing. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed, and no data was found. (B)(4). Per the instructions for use, the user is advised that if the suture passer trigger mechanism binds, lubrication of moving parts can be performed with a ¿steam penetrable medical grade¿ lubricant in accordance with lubricant manufacturer's instructions before sterilization. The IFU also advises the user to inspect instrument to ensure it is in good physical condition and functions properly prior to use. There should be no loose, broken, or misaligned parts. Avoid lateral stress to the instrument or device function may be compromised. This issue will continue to be monitored through the complaint system to assure patient safety.